Event description:
The complaint is reported by the customer as: the balloon is splitting at the seam. The split is occurring within a few days of placement. The customer was able to successfully insert the tube after several attempts. No patient injury reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device sample was returned for evaluation. The results of the evaluation, from the manufacturing site, are not available at the time of this report. A follow-up report will be sent when investigation is completed.